Event description:
Customer's mother reported via phone call that the insulin pump alarmed no delivery during manual prime. Customer's blood glucose value was 600 mg/dl; treated with manual injection. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime. It was stated that they believe the issue is the air in the reservoir. The insulin did exit the tubing. Customer's mother was then instructed to rewind the insulin pump, reinsert reservoir and run manual prime. The insulin pump did not alarm no delivery. It was advised that the insulin pump is working as designed. The device is being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.